Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during interrogation low p waves were observed and capture thresholds were elevated on the right atrial lead. The right atrial lead was capped (B)(6) 2019 and replaced and the generator was electively changed out. The patient was stable.